Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture material or anchor. There is biological debris on the device and the distal end of the insertion shaft is bent almost 90 degrees. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Therefore, the definitive clinical root case of the reported failure could not be determined nor the causal relationship between the s&n device and the reported adverse event be confirmed. If the anchor was retained inside of the patient, we cannot rule out the potential for micro-motion/migration, tissue inflammation and/or pain. However, no further risk to the patient is anticipated as a result of the additional bone hole. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the footprint ultra suture anchor fell off after the suture was tightened. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in an additionally drilled bone hole. There was a void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).